Manufacturer narrative:
(B)(4): the product was not returned for evaluation. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the middle nut of the crosslink sheered off (broke) during final tightening of the nut. The broken part was retrieved. No patient complications were reported.